Event description:
During davinci hysterectomy near start of procedure maryland bipolar forcep in arm 2 was not moving correctly. Physician could not get it to move where he wanted. Assistant tried removing instrument and resetting the cassette. That did not work. Instrument removed and a small piece of wire near tip of instrument was noted to be exposed. Instrument had 3 lives left.what was the original intended procedure?hysterectomy.